Event description:
The physician was using the 8c, 8f guiding catheter to perform a venous recanalization in a pt on 9/2/96. The guide was advanced through an 8f sheath into the iliac system over another co's guidewire, with the retrograde approach via the popliteal fossa. Clot was aspirated several times. The details of the technique used were not provided in the physician's report. After the guide was exchanged for a balloon catheter, the guide platinum radiopaque tip marker band was noted fluoroscopically to be detached and adjacent to the balloon radiopaque markers, still remaining upon the guide wire. The guide tip was also noted to be softer. The "free floating" marker remained over the guide wire while attempts to use snare were unsuccessful. It was eventually brought from the iliac level into the superficial femoral vein and "parked" in a sidebranch at the inguinal fossa, as it could not be pulled into the sheath. It remains visible as a radiodense marker. No pt injury occurred.